Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 50-year-old male patient of unknown race and ethnicity in st elevated myocardial infarction in need of coronary artery bypass graft surgery (CABG) was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that on day 3 of support the patient developed atrial fibrillation and was cardioverted and was escalated to amiodarone. The pump remained on for a total of 7 days before explanted.

Manufacturer narrative:
The investigation for the reported atrial arrhythmia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the atrial arrhythmia could not be determined. The instructions for use states ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿